Manufacturer narrative:
(B)(4).

Event description:
The pt had a magnetic resonance imaging. The pump was interrogated afterward. A pump stall was noted on the event logs of the pump. No stall recovery was recorded. Additional information has been requested, a f/u report will be sent if additional information becomes available.